Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot ac9103136 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure and when approximately five hours passed from the start of the procedure, a bubble alert occurred on the pump. The tubing set was disconnected from the catheter and was flushed. However, the alert continued. When the tube was removed from the pump once and was checked, a hole was found on the tube; therefore, air came in from that hole. The tubing set was replaced with a new one, and the issue was resolved. The procedure was completed with no problems. There was no patient consequence. The bubbles were detected right below the pump sensor. Bubble movement was unknown. Error was observed on the pump. The tubing was flushed before it was used on the patient.